Manufacturer narrative:
The surgeon removed the right tmj devices due to heterotopic bone and implanted stock devices. Multiple mdrs were submitted for this event (reference: 2031049-2021-00031).

Event description:
The right tmj devices were removed due to heterotropic bone.